Event description:
The pt presented with a right common iliac aneurysm. The aneurysm was coiled with six cook coils. A gore viabahn endoprosthesis was placed. However, upon initiating the deployment of the device, the deployment line broke. Attempts to deploy the device were unsuccessful. Reportedly, the device appeared to have remained constrained. However, as the physician removed the device through the sheath, 1-2 cm of the device appeared to deploy with one of the previously placed coils appearing tangled up in the device. The physician reported that an artery rupture occurred but was uncertain when it occurred. The pt was transferred to the or where the device was removed and the artery repaired. The pt was returned to the cath lab to successfully place another device and complete the treatment of the aneurysm. The pt's condition was stable post procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The investigation is in process pending the completion of the analysis of the device.